Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01/05/2014 with the following findings: a review of the pump¿s black box data revealed a cs 078 motor rewind error. The pump powered on with the returned battery cap. The pump was opened and evidence of moisture was observed on the keypad flex connector and motor drive circuit. The complaint against the call service alarm could not be adequately investigated due to internal moisture damage and inability to exercise the motor. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 078) issue. The reporter alleged that the cs 078 call service alarm occurred. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.